Manufacturer narrative:
Manufacturer's investigation conclusion: low power hazard/no external power alarms while on the mpu (mobile power unit) was confirmed based on the log file data provided by the account. The controller event log file contained 256 events spanning from 07feb2000 to 11feb2000 and on 06jun2024. Low power hazard/no external power alarms were active on 11feb2000 from 01:14:48 to 01:15:08 due to a loss of ac (alternating current) power while the controller was connected to the mpu. The backup battery was able to provide power to the system during the event. The alarms cleared once power was restored. Pump operation was not affected, and the device appeared to function as intended at the set speed. A root cause for the event cannot be conclusively determined. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a no external power event was recorded at an unknown time while connected to the mobile power unit. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.

Event description:
It was unable to be determined when this event may have occurred or how long the pump may have been off due to this event. It was noted that the mpu does have a v-lock connector on the ac power cord, it was unknown if the ac power cord had come loose.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.